Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patients underwent dialysis catheter placement procedure using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, branch opacification in all trial patients was allegedly noted, to varying degrees. There was no reported patient injury.

Event description:
A patient underwent dialysis catheter placement procedure using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, branch opacification in all trial patients was allegedly noted, to varying degrees. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: a physical device was not returned for evaluation, two electronic photos were provided for review. The photo shows the partial view of glidepath path catheter implanted into the patient and photo details was placed on the patient body, the extension legs were noted to be unclear and opacified. The photo shows the partial view of glidepath path catheter with attached label were placed on the patient. Extension legs were noted to be unclear and opacified. The attached label in photo had information in foreign language, however date can be verified. Therefore, the investigation is confirmed for the reported material opacification. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.